Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the amplatz super stiff device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that device entrapment occurred. An amplatz was selected for use along with a mustang balloon. The target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery, and was 60% stenosed. During the procedure, device entrapment occurred between the mustang and the amplatz. Additional force was unable to separate the amplatz from the mustang. The amplatz and mustang were removed from the patient as a unit. The procedure was completed with another of the same device. The patient was stable following the procedure, and there were no patient complications as a result of this event.